Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient has an electrical type of shock feeling on both sides of their back, that it burns to touch the top portion of the interstim neurostimulator. Issue occurs when standing or sitting, it mainly occurs with movement. Issue started today. The patient hadn't had any fall/accident or trauma. The patient has had history of chronic back pain; patient had spine injection on april 1st. The patient also stated that their incontinence symptoms have gotten worse since a couple weeks ago. Technical services(ts) had the patient turn therapy off and when they touched the area, they still felt the burning sensation. Ts told hcp and patient that they should not feel shocking/burning sensation when therapy is off, thus current issue being experienced is a medical issue that needs to be addressed by a medical doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.